Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Event description:
It was reported the patient developed an infection. It was also reported the implantable cardioverter defibrillator system was removed secondary to acute septicemia and possible vegetation on the right ventricular lead. No further patient complications have been reported as a result of this event.